Event description:
It was reported that at around 14:00 hrs, prior to patient being transferred from bed to wheelchair, patient's incontinent brief was noted to be soiled. Both PCA and primary nurse intended to provide perineal care prior to transfer. Upon opening brief, foley catheter came out. Foley catheter tip noted to not be inflated. Balloon area was flat. Patient informed primary nurse that the catheter was inserted the day before. Primary nurse assessed foley catheter but using 10 ml syringe and trying to inflate it. No balloon inflation noted, instead, leakage noted. At the time primary nurse inserted a brand-new catheter of the same product. Balloon was inflated of 10 ml. Resistance noted. Urine output noted. One day later, at around 09:30 hrs, foley catheter was initially insitu until during med pass as patient was complaining of discomfort from foley catheter. Patient felt as if foley was not in place. Primary nurse assessed and tugged on catheter with no resistance noted. Primary nurse removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.